Event description:
A 2.0 mm drill bit broke when surgeon hit cortical screw during a distal humerus procedure. Scrub tech in room noted that top of drill bit unraveled. Drill bit reportedly broke on a (B)(6) female.

Manufacturer narrative:
One 2.0 mm drill bit catalogue number 323.062.em was returned with the tip broken off. The broken tip was not returned with the complaint product. The returned complaint product is etched with lot number 123392 which correlates with drawing number 21538-1865 revision b. The flutes have nicks which represent the device was used. Approx 3 mm from the shaft, the flute is deformed with the appearance of twisting the opposite direction. This appearance is consistent with the tip of the drill meets an immoveable object while the drill motor is still turning. The device history record was reviewed and found the lot was reworked because there were burrs on the flute threads. The rework occurred prior to final inspection; therefore, the final inspection method remained. The in process inspection measured the flute length and the core diameter. All measurements taken show the product is within print specifications. The DHR identified the material is 440a and was heat treated to a hrc 52-54. The remainder of the product, including the shaft and tang feature appears in good condition and are not damaged. A dimensional inspection was performed and all measurable dimensions are within print specification. The shaft diameter (2.00 mm + 0/-.1) measures 1.980-1.985 mm using a digital micrometer and the flute core diameter (0.75 mm +/- 0.1) measures 0.74 mm near the break. 0.74 mm in the middle, and 0.78 mm near the shaft using a smart scope. All measured dimensions are within print specification. Approx 25 mm flute remains on the returned complaint product which implies approx 9 mm is missing from the drill tip. Thi information for use (IFU) for this product was reviewed, lb-003. The customer report indicated the drill bit broke when the surgeon hit a cortical screw during a distal humerus procedure. The IFU indicates excessive force to the instrument may cause damage to the instrument. The complaint history was reviewed and found two previous complaints for broken drill bits. In both cases the affected product was not returned for eval and the complaint condition could not be confirmed. A search in the maude database shows two MDR reports were filed for similar / equivalent competitive 2.0 mm drill bits (synthes 323.062) which broke during use. Due to lack of details in the FDA mdrs, conclusions cannot be drawn to relate these incident reports to emerge customer complaint # (B)(4). This complaint is indeterminate from a mfg perspective because a full investigation cannot occur without the remaining broken flute piece.